Event description:
Rash, itching, scaly purulent rash under sensor adhesive. Contacted dexcom and was refered to the sensitive skin link. Received a total of three replacement sensors. "I've never had a problem until (B)(6) 2020; a lot of people are having the same affect as I from using the dexcom g6 sensors." Adhesive is very sticky and difficult to remove.